Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported that during use while on patient, the cs300 intra-aortic balloon pump (iabp) randomly stopped pumping with no message or alarm at least once a shift over the last few days. There was a patient involvement and no patient harm reported. Customer stated it had occurred a few times during her morning shift. She seems frustrated and was speaking very fast. Asked questions to attempt to troubleshoot, she stated she did not want assistance troubleshooting and she only called to report the issue so the pump could be serviced. She stated they will replace this cs300 with another and continue therapy. She was in a hurry and stated she will call back in an hour to give the serial number to report the issue. She did not call, and fse call her back at 12:48pm. There is no answer and fse do not leave a voicemail on her cell but text her immediately after informing her that would like to close this issue and get the pump in our database for service. She responded that she will call later. She texted and called at 1:44 pm to gave the information necessary to create a complaint. She texted an image of what the pump looked like when it quits pumping for a period of time with no message or alarm. She was not interested in troubleshooting as the cs300 they have transferred the therapy to has not had the same issue. She stated the patient was not harmed with no hemodynamic changes. No other repair information is available. In future if we receive any information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) pump will stop pumping with no message or alarm at least once a shift over last few days. Customer states today it has occurred a few times during the morning shift. The customer stated they will replace with unit with another cs300. There was no patient harm reported.